Event description:
A nurse noticed the smell of smoke during a surgical procedure and saw smoke coming from the front of the electrosurgical unit where the suction electrode plugs into a foot switch adapter. Upon closer examination, it was noted by the nurse that the suction electrode cable's connector was not pushed all the way into the foot switch adapter and that the adapter had a burned area at the point of the cable connection. X-ray examination of the actual equipment setup in use during the incident showed that the suction electrode's cable connector was not initially inserted completely into the foot switch adapter or it became partially dislodged during the case. The inadequate electrical contact created excess heat leading to the adapter burning and smoking.